Manufacturer narrative:
Additional narrative: exact date of event is unknown; event occurred sometime in 2021. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during insertion of the screw at l5 on the right side, the screwdriver shaft and the screwdriver tip broke off. They were able to retrieve it, proceed and complete the case with very little extract time. Patient and procedure outcome were unknown. This report is for a screwdriver. This is report 1 of 1 for (B)(4).